Event description:
Facility indicated that the bed hi-lo section drifts down. The bed is in storage area.

Manufacturer narrative:
Technician found that the hi-lo valve was not closing completely. The valve was replaced to resolve this issue.